Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. Two days after onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with exmer injection (500 milligrams, twice daily, intravenously, duration not reported) for the peritonitis event. Three days after onset, the patient began treatment with vancomycin injection (1 gram, intraperitoneally, frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event and the peritoneal effluent fluid was clear. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.